Event description:
Patient reported having lack of effect with her medtronic bladder stimulator when the boston scs was implanted for sciatic pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)